Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numb leg"), headache ("slight headache"), dysgeusia ("metal taste"), hot flush ("hot flashes") and abortion spontaneous ("miscarriage"), was found to have weight increased ("normally weigh 135-140 right now at 190.") And was found to have a pregnancy with contraceptive device ("pregnancy/ did, miscarried a year later"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abortion spontaneous outcome was unknown, the weight increased had not resolved and the hypoaesthesia, headache, dysgeusia and hot flush had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysgeusia, headache, hot flush, hypoaesthesia, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: right tube still need more surgery. Concerning the injuries reported in this case, the following one was reported via social media: devcie ineffective , prgnancy with contraceptive device and abortin spontenous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 4,5,6,7,8,9 and 10 processed together. Social media received-new event did, miscarried, device ineffective and miscarriage was added. Reporter information was added. On 20-mar-2020: fu 4,5,6,7,8,9 and 10 processed together. No new information was added. On 20-mar-2020: fu 4,5,6,7,8,9 and 10 processed together. No new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numb leg"), headache ("slight headache"), dysgeusia ("metal taste") and hot flush ("hot flashes") and was found to have weight increased ("normally weigh 135-140 right now at 190."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown, the weight increased had not resolved and the hypoaesthesia, headache, dysgeusia and hot flush had resolved. The reporter considered dysgeusia, headache, hot flush, hypoaesthesia, pelvic pain and weight increased to be related to essure. The reporter commented: right tube still need more surgery. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New reporter were added. Event added: numb leg, slight headache, stabbing pain, metal taste and hot flashes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numb leg"), headache ("slight headache"), dysgeusia ("metal taste"), hot flush ("hot flashes") and abortion spontaneous ("miscarriage"), was found to have weight increased ("normally weigh 135-140 right now at 190.") And was found to have a pregnancy with contraceptive device ("pregnancy/ did, miscarried a year later"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abortion spontaneous outcome was unknown, the weight increased had not resolved and the hypoaesthesia, headache, dysgeusia and hot flush had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysgeusia, headache, hot flush, hypoaesthesia, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: right tube still need more surgery. Patient said she had hysterectomy leaving ovaries at 33 years old. Concerning the injuries reported in this case, the following one was reported via social media: devcie ineffective , pregnancy with contraceptive device and abortion spontaneous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('but I still have left tube and coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("normally weigh 135-140 right now at (B)(6)."). At the time of the report, the medical device removal outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.